Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_: (B)(4).

Event description:
It was reported the scope was foggy, even with the antifog. No negative impact in state of health reported.

Manufacturer narrative:
Corrections have been made e1 - contact name ashton freeman, g3 - awareness date is 04/11/2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer's statement "foggy, even with the anti-fog" cannot be confirmed. At the time of the cause analysis, no fogging could be reproduced. During the examination of the optics, scratches and impact marks were found in the distal area, which can be attributed to normal clinical use. The distal solder seam is free of damage and intact. The shaft also has scratches and impact marks, which are also attributable to clinical use. When focusing through the individual sections of the rod lens system, dirt particles are visible, which were most likely caused by clinical use (abrasion) and mechanical damage. The damage found has no negative impact on the imaging performance. The imaging is clear and distinct and shows very good depth of field. The damage found is not due to a production/manufacturing defect but was most likely caused by clinical use/clinical reprocessing. No further measures will be taken. This event is filed under internal complaint ID (B)(4).